Event description:
During a pci procedure, the iq guidewire looked fractured. The lesion being treated was in the left anterior descending (lad) coronary artery. The sequence of events is as follows. The lad was wired with iq 0.014" 185cm ms guidewire and the 1st diagonal branch (d10 coronary artery was protected with another wire of the same type/size. Ivus was used to investigate the vessel size and plaque volume before stenting. Two taxus liberte stents, sized 2.75x32mm & 3.0x32mm, were implanted from distal to proximal lad afterwards, a third wire of the same type/size was opened & used for accessing the d1. The wire was exchanged so the original wire, which was traped by the lad stent, was removed. After the wire arrived at the mid d1, which was passed through the lad stent at ostial d1, the wire tip looked fractured so the physician decided to withdraw the iq guidewire.t he original wire was removed from d1 was used again to access the d1 through lad stent. The procedure continued with kissing balloon technique. The procedure adjourned with the ramus stented. No pt injuries or complications were reported. Pt status is reported as 'normal'.